Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #10 it was verified its loss of osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).

Manufacturer narrative:
(B)(4).